Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device: uterine wall / migration of essure device: uterus;') in a 37-year-old female patient who had essure (batch no. 626902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". The patient's medical history included knee operation, fasciotomy, neck mass, vestibular neuronitis, palpitation and itchy rash. Concurrent conditions included endometrial ablation. Concomitant products included ibuprofen for migraine headache and menstrual cramp as well as intrauterine contraceptive device (iud nos), mometasone furoate (flonase) since 2003, paracetamol (tylenol) and steroid antibacterials from 2014 to 2015. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced feeling abnormal ("brain fog") and memory impairment ("memory disorder"). On (B)(6) 2011, the patient experienced depression ("depression/psychological or psychiatric condition: depression") and fatigue ("fatigue/fatigue"). On (B)(6) 2016, the patient experienced pain in extremity ("right leg pain"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vertigo ("vertigo"). On (B)(6) 2016, the patient experienced palpitations ("heart palpitations"). On (B)(6) 2017, the patient experienced migraine ("migraines/migraine/headache"). On an unknown date, the patient experienced headache ("headache"), back pain ("lower back pain / shooting pain from back down right leg"), abdominal discomfort ("gi upset (akin to food poisoning)"), arthritis reactive ("reactional arthritis"), nervousness ("nervous about the side effects"), inflammation ("inflammation/years of inflammation "), pelvic pain ("pain"), visual impairment ("my vision was wonky/ vision fluctuation"), anxiety ("anxiety"), dizziness ("dizzy"), cough ("coughing") and sleep disorder ("trouble falling asleep"). The patient was treated with meclozine hydrochloride, prednisone and surgery (total hysterectomy with bilateral salpingectomy,sparing ovaries.). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, depression, dysmenorrhoea, headache, pain in extremity, back pain, palpitations, abdominal discomfort, arthritis reactive, nervousness, inflammation, pelvic pain, visual impairment, anxiety, dizziness, cough and sleep disorder outcome was unknown, the fatigue, migraine and memory impairment was resolving and the feeling abnormal and vertigo had resolved. The reporter considered abdominal discomfort, anxiety, arthritis reactive, back pain, cough, depression, device expulsion, dizziness, dysmenorrhoea, fatigue, feeling abnormal, headache, inflammation, memory impairment, migraine, nervousness, pain in extremity, palpitations, pelvic pain, sleep disorder, vertigo and visual impairment to be related to essure. The reporter commented: current weight 205 lbs, patient was taking antihistamines for itchy rash. I've had two extremity surgeries with spinal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Computerised tomogram thorax - on (B)(6) 2018: no significant abnormality is computerized tomography of the chest. Good flow in the right subclavian vein and coronal reformatted images demonstrate no evidence of cervical ribs or compression of the subclavian artery and/or vein. Magnetic resonance imaging - on (B)(6) 2018: normal MRI of the internal auditory canal and the brain. Pathology test - on (B)(6) 2018: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: changes consistent with previous endometrial ablation. Unremarkable myometrium and cervix. Unremarkable fallopian tubes with essure devices present, bilateral. Ultrasound pelvis - on (B)(6) 2018: hyperechogenicity associated with essure coils are noted at the uterine horns bilaterally. Portions of essure coils are seen as above. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , headache, vertigo. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: inflammation, arthritis, abdominal discomfort, nervousness, sleep disorder, cough. Most recent follow-up information incorporated above includes: on 20-may-2020: social media received- new events coughing, trouble falling asleep were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device: uterine wall / migration of essure device: uterus;') in a 37-year-old female patient who had essure (batch no. 626902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". The patient's medical history included knee operation, fasciotomy, neck mass, vestibular neuronitis, palpitation and itchy rash. Concurrent conditions included endometrial ablation. Concomitant products included ibuprofen for migraine headache and menstrual cramp as well as intrauterine contraceptive device (iud nos), mometasone furoate (flonase) since 2003, paracetamol (tylenol) and steroid antibacterials from 2014 to 2015. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced feeling abnormal ("brain fog") and memory impairment ("memory disorder"). On (B)(6) 2011, the patient experienced depression ("depression/psychological or psychiatric condition: depression") and fatigue ("fatigue/fatigue"). On (B)(6) 2016, the patient experienced pain in extremity ("right leg pain"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vertigo ("vertigo"). On (B)(6) 2016, the patient experienced palpitations ("heart palpitations"). On (B)(6) 2017, the patient experienced migraine ("migraines/migraine/headache"). On an unknown date, the patient experienced headache ("headache"), back pain ("lower back pain / shooting pain from back down right leg"), abdominal discomfort ("gi upset (akin to food poisoning)"), arthritis reactive ("reactional arthritis"), nervousness ("nervous about the side effects"), inflammation ("inflammation"), pelvic pain ("pain"), visual impairment ("my vision was wonky"), anxiety ("anxiety") and dizziness ("dizzy"). The patient was treated with meclozine hydrochloride, prednisone and surgery (total hysterectomy with bilateral salpingectomy,sparing ovaries.). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, depression, dysmenorrhoea, headache, pain in extremity, back pain, palpitations, abdominal discomfort, arthritis reactive, nervousness, inflammation, pelvic pain, visual impairment, anxiety and dizziness outcome was unknown, the fatigue, migraine and memory impairment was resolving and the feeling abnormal and vertigo had resolved. The reporter considered abdominal discomfort, anxiety, arthritis reactive, back pain, depression, device expulsion, dizziness, dysmenorrhoea, fatigue, feeling abnormal, headache, inflammation, memory impairment, migraine, nervousness, pain in extremity, palpitations, pelvic pain, vertigo and visual impairment to be related to essure. The reporter commented: current weight 205 lbs, patient was taking antihistamines for itchy rash. I've had two extremity surgeries with spinal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Computerised tomogram thorax - on (B)(6) 2018: no significant abnormality is computerized tomography of the chest. Good flow in the right subclavian vein and coronal reformatted images demonstrate no evidence of cervical ribs or compression of the subclavian artery and/or vein. Magnetic resonance imaging - on (B)(6) 2018: normal MRI of the internal auditory canal and the brain. Pathology test - on (B)(6) 2018: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: changes consistent with previous endometrial ablation. Unremarkable myometrium and cervix. Unremarkable fallopian tubes with essure devices present, bilateral. Ultrasound pelvis - on (B)(6) 2018: hyperechogenicity associated with essure coils are noted at the uterine horns bilaterally. Portions of essure coils are seen as above. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , headache, vertigo. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: inflammation, arthritis, abdominal discomfort, nervousness. Most recent follow-up information incorporated above includes: on 21-feb-2020: fu 8, 9, 10 processed together. Plaintiff fact sheet received : event "pelvic pain" added. On 25-feb-2020: fu 8, 9, 10 processed together. Social media content received : new event added: dizzy. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device: uterine wall / migration of essure device: uterus;') in a 37-year-old female patient who had essure (batch no. 626902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". The patient's medical history included knee operation, fasciotomy, neck mass, vestibular neuronitis, palpitation and itchy rash. Concurrent conditions included endometrial ablation. Concomitant products included ibuprofen for migraine headache and menstrual cramp as well as intrauterine contraceptive device (iud nos), mometasone furoate (flonase) since 2003, paracetamol (tylenol) and steroid antibacterials from 2014 to 2015. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On (B)(6)2009, the patient experienced feeling abnormal ("brain fog") and memory impairment ("memory disorder"). On (B)(6)2011, the patient experienced depression ("depression/psychological or psychiatric condition: depression") and fatigue ("fatigue/fatigue"). On (B)(6)2016, the patient experienced pain in extremity ("right leg pain"). On (B)(6)2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced vertigo ("vertigo"). On (B)(6)2016, the patient experienced palpitations ("heart palpitations"). On (B)(6)2017, the patient experienced migraine ("migraines/migraine/headache"). On an unknown date, the patient experienced headache ("headache"), back pain ("lower back pain / shooting pain from back down right leg"), abdominal discomfort ("gi upset (akin to food poisoning)"), arthritis reactive ("reactional arthritis"), nervousness ("nervous about the side effects") and inflammation ("inflammation"). The patient was treated with meclozine hydrochloride, prednisone and surgery (total hysterectomy with bilateral salpingectomy,sparing ovaries.). Essure was removed on (B)(6)2018. At the time of the report, the device expulsion, depression, dysmenorrhoea, headache, pain in extremity, back pain, palpitations, abdominal discomfort, arthritis reactive, nervousness and inflammation outcome was unknown, the fatigue, migraine and memory impairment was resolving and the feeling abnormal and vertigo had resolved. The reporter considered abdominal discomfort, arthritis reactive, back pain, depression, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, headache, inflammation, memory impairment, migraine, nervousness, pain in extremity, palpitations and vertigo to be related to essure. The reporter commented: current weight 205 lbs, patient was taking antihistamines for itchy rash. I've had two extremity surgeries with spinal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Computerised tomogram thorax - on (B)(6)2018: no significant abnormality is computerized tomography of the chest. Good flow in the right subclavian vein and coronal reformatted images demonstrate no evidence of cervical ribs or compression of the subclavian artery and/or vein. Magnetic resonance imaging - on (B)(6)2018: normal MRI of the internal auditory canal and the brain. Pathology test - on (B)(6)2018: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: changes consistent with previous endometrial ablation. Unremarkable myometrium and cervix. Unremarkable fallopian tubes with essure devices present, bilateral. Ultrasound pelvis - on (B)(6)2018: hyperechogenicity associated with essure coils are noted at the uterine horns bilaterally. Portions of essure coils are seen as above. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , headache, vertigo. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: inflammation, arthritis, abdominal discomfort, nervousness. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs & social media received- new event heart palpitations, nervous about the side effects, reactional arthritis, gi upset (akin to food poisoning) and inflammation was added. Event onset date was added. Treatment drugs was added. Reporter's information was added. Incident: a technical investigation will be conducted,including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device: uterine wall / migration of essure device: uterus;") in a 40-year-old female patient who had essure (batch no. 626902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". The patient's medical history included knee operation and fasciotomy. Concurrent conditions included endometrial ablation. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6)2008, the patient had essure inserted. On (B)(6)2011, the patient experienced depression ("depression") and fatigue ("fatigue"), 2 years 11 months after insertion of essure. On (B)(6)2016, the patient experienced pain in extremity ("right leg pain"). On (B)(6)2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headache"), back pain ("lower back pain / shooting pain from back down right leg"), feeling abnormal ("brain fog"), memory impairment ("memory disorder") and vertigo ("vertigo"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy- robotic hysterectomy). Essure was removed on (B)(6)2018. At the time of the report, the device expulsion, depression, dysmenorrhoea, migraine, headache, pain in extremity, back pain and vertigo outcome was unknown, the fatigue and memory impairment was resolving and the feeling abnormal had resolved. The reporter considered back pain, depression, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, headache, memory impairment, migraine, pain in extremity and vertigo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram thorax - on (B)(6)2018: no significant abnormality is computerized tomography of the chest. Good flow in the right subclavian vein and coronal reformatted images demonstrate no evidence of cervical ribs or compression of the subclavian artery and/or vein. Nuclear magnetic resonance imaging - on (B)(6)2018: normal MRI of the internal auditory canal and the brain. Pathology test - on (B)(6)2018: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: changes consistent with previous endometrial ablation. Unremarkable myometrium and cervix. -unremarkable fallopian tubes with essure devices present, bilateral. Ultrasound pelvis - on (B)(6)2018: hyperechogenicity associated with essure coils are noted at the uterine horns bilaterally. Portions of essure coils are seen as above. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , headache, vertigo. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of product technical compliant we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device: uterine wall / migration of essure device: uterus;') in a 40-year-old female patient who had essure (batch no. 626902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". The patient's medical history included knee operation, fasciotomy, neck mass, vestibular neuronitis, palpitation and itchy rash. Concurrent conditions included endometrial ablation. Concomitant products included ibuprofen, intrauterine contraceptive device (iud nos), mometasone furoate (flonase) since 2003 and steroid antibacterials from 2014 to 2015. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression/psychological or psychiatric condition: depression") and fatigue ("fatigue/fatigue"), 2 years 11 months after insertion of essure. On (B)(6) 2016, the patient experienced pain in extremity ("right leg pain"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), migraine ("migraines/migraine/headache"), headache ("headache"), back pain ("lower back pain / shooting pain from back down right leg"), feeling abnormal ("brain fog"), memory impairment ("memory disorder") and vertigo ("vertigo"). The patient was treated with surgery (total hysterectomy, sparing ovaries. Hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, depression, dysmenorrhoea, headache, pain in extremity and back pain outcome was unknown, the fatigue, migraine and memory impairment was resolving and the feeling abnormal and vertigo had resolved. The reporter considered back pain, depression, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, headache, memory impairment, migraine, pain in extremity and vertigo to be related to essure. The reporter commented: current weight 205 lbs, patient was taking antihistamines for itchy rash diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Computerised tomogram thorax - on (B)(6) 2018: no significant abnormality is computerized tomography of the chest. Good flow in the right subclavian vein and coronal reformatted images demonstrate no evidence of cervical ribs or compression of the subclavian artery and/or vein. Nuclear magnetic resonance imaging - on (B)(6) 2018: normal MRI of the internal auditory canal and the brain. Pathology test - on (B)(6) 2018: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - changes consistent with previous endometrial ablation. - unremarkable myometrium and cervix. - unremarkable fallopian tubes with essure devices present, bilateral. Ultrasound pelvis - on (B)(6) 2018: hyperechogenicity associated with essure coils are noted at the uterine horns bilaterally. Portions of essure coils are seen as above. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , headache, vertigo. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Outcome of vertigo and migraine was updated. Patient's medical history and concomitant medications were added. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device: uterine wall / migration of essure device: uterus;") in a (B)(6) female patient who had essure (batch no. 626902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included knee operation and fasciotomy. Concurrent conditions included endometrial ablation. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and fatigue ("fatigue"), 2 years 11 months after insertion of essure. On (B)(6) 2016, the patient experienced pain in extremity ("right leg pain"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headache"), back pain ("lower back pain / shooting pain from back down right leg"), feeling abnormal ("brain fog"), memory impairment ("memory disorder") and vertigo ("vertigo"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy- robotic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, depression, dysmenorrhoea, migraine, headache, pain in extremity, back pain and vertigo outcome was unknown, the fatigue and memory impairment was resolving and the feeling abnormal had resolved. The reporter considered back pain, depression, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, headache, memory impairment, migraine, pain in extremity and vertigo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram thorax - on (B)(6) 2018: no significant abnormality is computerized tomography of the chest. Good flow in the right subclavian vein and coronal reformatted images demonstrate no evidence of cervical ribs or compression of the subclavian artery and/or vein. Nuclear magnetic resonance imaging - on (B)(6) 2018: normal MRI of the internal auditory canal and the brain. Pathology test - on (B)(6) 2018: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: changes consistent with previous endometrial ablation. Unremarkable myometrium and cervix. Unremarkable fallopian tubes with essure devices present, bilateral. Ultrasound pelvis - on (B)(6) 2018: hyperechogenicity associated with essure coils are noted at the uterine horns bilaterally. Portions of essure coils are seen as above. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache, vertigo. Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs and mr received. Reporters information updated. Lot number added. Event: injury was updated to depression; malposition of essure device: uterine wall / migration of essure device: uterus; migraines / headaches; dysmenorrhea (cramping); back pain; right leg pain, vertigo, brain fog, memory disorder, fatigue and did not have confirmation test performed following insertion of essure micro-inserts nos were added. Concomitant drug, lab data, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.